Event description:
It was reported that the user experienced fluctuating blood glucose readings while using the ilet; the agent guided the user provided education on meal announcements and avoiding using meals to correct highs. Symptoms included hypoglycemia and hyperglycemia. Outcomes included self-management with fast-acting oral glucose and corrective insulin without hospitalization. Investigation included review of device data and user coaching. Investigation of this case revealed overcorrection of lows and use of meal announcements as correction contributing to glycemic variability. It was concluded that user technique and corrective actions likely contributed to the fluctuations, and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.